Manufacturer narrative:
On (B)(6) 2017: during a follow-up call, it was confirmed the customer resolved both issues by performing a supply change. No additional occlusion alarms or fill estimate issues occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an inaccurate fill estimate of 65 units. The customer removed the insulin from the cartridge and filled a new cartridge, receiving an inaccurate fill estimate of 95 units which later on remained static at 75 units. The customer's blood glucose (bg) levels ranged between 400-500 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer reloaded the current cartridge and continued to receive an inaccurate fill estimate. Additionally, it was reported the customer received multiple occlusion alarms. Multiple infusion site changes were performed and the occlusion alarms continued. The customer's bg level was 130 mg/dl.